Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient confirmed all external equipment functioned fine - they were able to access the therapy and recharging applications. When patient would charge the implantable neurostimulator (ins), they would see therapy was off, so they would turn on manually. Patient would go through their day and normally not feel stimulation because it 'runs high and fast,' so they really only 'feel' the stimulation if they lay down flat. Patient found they had to turn their stimulator on manually over and over because stim would shut off on its own throughout the day. Agent reviewed information and redirected to hcp and their local reps to have them interrogate the ins and see why the implant may be shutting off. Patient said they had phone numbers for two reps, and will reach out to them.

Event description:
It was reported that the implantable pulse generator (ipg) for pain stimulation did not feel like it was working. The patient stated they charged their implant last weekend, but it didn't feel operational. Additionally, the handset was off for some reason, and the patient therapy application displayed a scan code when attempting to open it. The agent guided the patient through closing all applications, powering on the communicator, and opening the therapy application. The patient successfully scanned the code of their communicator, placed the communicator over their implant, and confirmed seeing their therapy screen. The patient was able to turn the stimulation on. The troubleshooting steps taken during the call resolved the issue. No patient complications have been reported as a result of this event. Additional information was received from the patient. The reason for call was caller stated that they got new equipment and caller is asking if they need to bring the handset with them very time to keep the stimulation turned on. Caller mentioned that they charged the implant to 60% and they were feeling the stimulation and when they will leave and go to work and come home and it acts like they don't feel it and when they charge the implant the therapy is turned off. Caller stated that this issue started 2nd week after they got the implant. Agent reviewed with caller that they should be able to feel the stimulation throughout the day if the stimulation is on. Caller noted every time they charge their implant they notice that the therapy turned off. Caller did not have the equipment with them at the time of the call. The issue was not resolved. The caller will be calling back when they have the equipment with them.

Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.